Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had unusual noise, fluctuating rpm (rotations per minute), failed hand control, an e8 error code and one of the pins was pushed back. Therefore, the reported condition was confirmed. It was determined that the unusual noise was most likely because the locking mechanism was damaged. It was determined that the rpm was fluctuating because the pin was pushed back which could also be causing the e8 error code due to a bad connection between the motor and the console. It was determined that the hand control most likely failed because the thermistor was damaged. The assignable root cause was determined to be due to improper sterilization and water damaging the thermistor. This was further defined as misuse / abuse and possibly user error.

Event description:
It was reported that the motor of the motor device died. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.